Event description:
Report received of a tubing separation. On an unspecified date, the patient was receiving lactated ringers at a keep vein open rate during surgery. At an unspecified time into the IV infusion, the tubing set spontaneously separated at the distal outlet of the middle clave port y-connector. It was reported that there was bleed back to approximately half-way between the distal and middle clave ports. There was no blood loss reported. The separation was noticed immediately and the tubing set was changed out. Therapy was resumed without delay. There was no adverse patient event reported. Though requested, no additional information was available.